Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient presented with following pre-op diagnosis: adjacent level deterioration with sequestered l4 disk fragments status post previous l4-s1 fusion. He underwent the following procedures: exploration of fusion mass l4 to s1; removal of instrumentation; re-instrumentation l2-ll with re-exploration of the l4-l1 levels and decompressive laminectomy l2-4; instrumentation; l2-3 and l3-4 interbody fusion; spinal cord monitoring. As per op notes: "bilateral pedicle screws were placed at l2, l3, l4 and l5. A 10 mm cage filled with allograft and autograft chips as well as rhbmp-2/acs and then impacted. The transverse processes of l2, l3, l4 and l5 were decorticated using infused 90 cc allograft chips and the autograft harvested from the lamina." Post-operatively, the patient alleged unspecified injury due to the use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.